Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated, she was already on antibiotics as she developed peritonitis during a previous therapy session (see manufacturer report number 1423500-2011-00319). This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) had the hp cycle power to clear the alarm then explained a se 2240 indicates a large amount of air has entered setup and advised the hp notify their nurse to inform of the alarm. The tsr reviewed proper procedures per the user manual with the hp. A follow up was made via phone call with the hp regarding the alarm. The hp stated she discarded the sample and did not know the lot number. The hp stated she completed therapy with manual supplies. The hp stated she did notify her nurse of the alarm who then advised her on proper setup. The hp stated she was already on antibiotics as she had developed peritonitis. The hp stated the peritonitis was not caused by the bag separation, it occurred during a previous therapy session. The hp did not know how the peritonitis developed.